Manufacturer narrative:
Complaint not confirmed. A site investigation was conducted on production records; a device malfunctions was not identified during records review. A return sample was not received; a device malfunction cannot be confirmed. There is no further investigation or actions needed. The root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Summary of investigation and conclusion: based on the complaint narrative, the patient sustained a burn injuries with blisters and swollen lymph nodes. Medical intervention was necessary to resolve symptoms. Review of complaint description concludes there is no device malfunction.

Event description:
Event verbatim [preferred term] burn blisters on neck/blisters were 2nd degree [burns second degree] , . Case narrative:this is a spontaneous report from a contactable pharmacist via medical information. A 22-year-old female patient started to receive thermacare heatwrap (thermacare fuer flexible anwendung), device lot number t26692s, expiration date aug2020, from an unspecified date (used it for 5 hours) for an unspecified indication. The patient's medical history was not reported. There were no concomitant medications. The patient experienced burn blisters on neck on an unspecified date. Upon follow-up on (B)(6) 2019, the burn blisters were still visible. They were treated with medigel and lymphomyosot (because lymph nodes were also swollen). Furthermore, the patient took curazink for treatment of the event. Regarding the course of the event, the photos provided showed that the blisters were recovering, but there was still severe pigmentation of the skin at the blister sites. The blisters were 2nd degree. They did not require surgery. No persistent damage is expected. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event swelling of lymph node was unknown. The outcome of event burn blisters on neck/blisters were 2nd degree was recovering. One sample was available. According to product quality complaint group: complaint not confirmed. A site investigation was conducted on production records; a device malfunctions was not identified during records review. A return sample was not received; a device malfunction cannot be confirmed. There is no further investigation or actions needed. The root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Summary of investigation and conclusion: based on the complaint narrative, the patient sustained a burn injuries with blisters and swollen lymph nodes. Medical intervention was necessary to resolve symptoms. Review of complaint description concludes there is no device malfunction. Follow-up (29mar2019): new information received from the contactable pharmacist includes: patient gender and age updated, suspect product details, deny of concomitant medications, event courses (including new event swelling of lymph node, treatment and event outcome). Follow-up attempts are completed. No further information is expected. Follow-up (29apr2019): new information received from pcom included: investigation results for lot/batch number: t26692. Follow-up attempts are completed. No further information is expected. Follow-up (28oct2019): new information received from product quality complaint group (complaint intake triage and investigation) included: summary of investigation and conclusion. Follow-up attempts are completed. No further information is expected., comment: based on the available information the event of "burn blister" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. A causal association cannot be ruled out between the event burn blister and the use of the device thermacare heatwrap. The event lymphadenopathy is medically assessed as non-serious and not associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] burn blisters on neck/blisters were 2nd degree [burns second degree] , . Case narrative:this is a spontaneous report from a contactable pharmacist via medical information. A 22-year-old female patient started to receive thermacare heatwrap (thermacare fuer flexible anwendung), device lot number t26692s, expiration date aug2020, from an unspecified date (used it for 5 hours) for an unspecified indication. The patient's medical history was not reported. There were no concomitant medications. The patient experienced burn blisters on neck on an unspecified. Upon follow-up on 29mar2019, the burn blisters were still visible. They were treated with medigel and lymphomyosot (because lymph nodes were also swollen). Furthermore, the patient took curazink for treatment of the event. Regarding the course of the event, the photos provided showed that the blisters were recovering, but there was still severe pigmentation of the skin at the blister sites. The blisters were 2nd degree. They did not require surgery. No persistent damage is expected. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event swelling of lymph node was unknown. The outcome of event burn blisters on neck/blisters were 2nd degree was recovering. One sample was available. Follow-up (29mar2019): new information received from the contactable pharmacist includes: patient gender and age updated, suspect product details, deny of concomitant medications, event courses (including new event swelling of lymph node, treatment and event outcome). Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the available information the event of "burn blister" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. A causal association cannot be ruled out between the event burn blister and the use of the device thermacare heatwrap. The event lymphadenopathy is medically assessed as non-serious and not associated with the use of the device., comment: based on the available information the event of "burn blister" as described is considered serious bodily injury potentially medical intervention to prevent permanent damage or impairment of body structure. A causal association cannot be ruled out between the event burn blister and the use of the device thermacare heatwrap. The event lymphadenopathy is medically assessed as non-serious and not associated with the use of the device.

Event description:
Burn blisters on neck/blisters were 2nd degree [burns second degree]. Case narrative: this is a spontaneous report from a contactable pharmacist via medical information. A 22-year-old female patient started to receive thermacare heatwrap (thermacare fuer flexible anwendung), device lot number t26692s, expiration date aug2020, from an unspecified date (used it for 5 hours) for an unspecified indication. The patient's medical history was not reported. There were no concomitant medications. The patient experienced burn blisters on neck on an unspecified. Upon follow-up on 29mar2019, the burn blisters were still visible. They were treated with medigel and lymphomyosot (because lymph nodes were also swollen). Furthermore, the patient took curazink for treatment of the event. Regarding the course of the event, the photos provided showed that the blisters were recovering, but there was still severe pigmentation of the skin at the blister sites. The blisters were 2nd degree. They did not require surgery. No persistent damage is expected. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event swelling of lymph node was unknown. The outcome of event burn blisters on neck/blisters were 2nd degree was recovering. One sample was available. According to product quality complaint group: complaint not confirmed. A site investigation was conducted on production records; a device malfunctions was not identified during records review. A return sample was not received; a device malfunction cannot be confirmed. There is no further investigation or actions needed. The root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (29mar2019): new information received from the contactable pharmacist includes: patient gender and age updated, suspect product details, deny of concomitant medications, event courses (including new event swelling of lymph node, treatment and event outcome). Follow-up attempts are completed. No further information is expected. Follow-up (29apr2019): new information received from pcom included: investigation results for lot/batch number: t26692. Company clinical evaluation comment: based on the available information the event of "burn blister" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. A causal association cannot be ruled out between the event burn blister and the use of the device thermacare heatwrap. The event lymphadenopathy is medically assessed as non-serious and not associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time. Comment: based on the available information the event of "burn blister" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. A causal association cannot be ruled out between the event burn blister and the use of the device thermacare heatwrap. The event lymphadenopathy is medically assessed as non-serious and not associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Complaint not confirmed. A site investigation was conducted on production records; a device malfunctions was not identified during records review. A return sample was not received; a device malfunction cannot be confirmed. There is no further investigation or actions needed. The root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] burn blisters on neck [burns second degree]. Case narrative: this is a spontaneous report from a contactable pharmacist via medical information. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare fuer flexible anwendung), device lot number t26692, expiration date aug 2020, from an unspecified date (used it for 5 hours) at an unspecified dose for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient experienced burn blisters on neck on an unspecified date with outcome of unknown. One sample was available. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the available information the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal association cannot be ruled out between the event burn blister and the use of the device thermacare heatwrap. Comment: based on the available information the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal association cannot be ruled out between the event burn blister and the use of the device thermacare heatwrap.